Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left tube migrated') and device breakage ('broken into half') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspnoea ("breathing issue"), migraine ("severe migraine"), genital haemorrhage ("heavy bleeding"), fatigue ("chronic fatigue"), uterine polyp ("pollops"), uterine disorder ("lesion in my uterus") and procedural pain ("most achy day"). The patient was treated with surgery (abdominal hysterectomy essure removed). Essure was removed. At the time of the report, the device dislocation, device breakage, dyspnoea, migraine, genital haemorrhage, fatigue, uterine polyp, uterine disorder and procedural pain outcome was unknown. The reporter considered device breakage, device dislocation, dyspnoea, fatigue, genital haemorrhage, migraine, procedural pain, uterine disorder and uterine polyp to be related to essure. The reporter commented: surgery on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: the coil in left tube had migrated and appears to be broken in half. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for deletion due to duplicate identified with fu information. This case was found to be duplicate for case (B)(4). All relevant information from this case is transferred to case (B)(4) (retention case). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left tube migrated') and device breakage ('broken into half') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspnoea ("breathing issue"), migraine ("severe migraine"), genital haemorrhage ("heavy bleeding"), fatigue ("chronic fatigue"), uterine polyp ("pollops"), uterine disorder ("lesion in my uterus") and procedural pain ("most achy day"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, device breakage, dyspnoea, migraine, genital haemorrhage, fatigue, uterine polyp, uterine disorder and procedural pain outcome was unknown. The reporter considered device breakage, device dislocation, dyspnoea, fatigue, genital haemorrhage, migraine, procedural pain, uterine disorder and uterine polyp to be related to essure. The reporter commented: surgery on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: the coil in left tube had migrated and appears to be broken in half. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.